Event description:
Reporter stated that customer received the following results on 2 different meters within 5-10 minutes: "above 30 mmol/l" or "approximately 30 mmol/l" (mobile system) and 6.8 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.